Event description:
It was reported that pump experienced malfunction and shut down due to low battery, with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.